Event description:
Physician was concerned by parad+ arrhythmia discrimination algorythm behavior. He pointed out one episode recorded in device memory.

Manufacturer narrative:
January 21, 2010. This event concerns a device that was manufactured and used outside the united states. Method - review of the electronic data and files received. (B)(4). Both ICD and programmer operated as specified. However, the mislabeling observed is due to the ICD's automatic episode labeling process: episodes labels are set to the on-going majority at the time the first persistence was reached. This majority can change over the episode duration, therefore, this first majority reached might not correspond to the on-going majority at the time the therapy was confirmed and delivered.